Event description:
It was reported that while in use on a patient a ventilator had a blank screen. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report or serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit board (pcbs) and upgraded the software to the current revision. The cse then performed extended self-testing on the device and all tests passed.